Manufacturer narrative:
The lot number is unknown therefore no review of the device history record could be performed. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdwon within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include patients with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. Baseline report previously provided.

Event description:
It was reported that 4 to 5 days after a patient was treated with a urethral bulking implant, the patient experienced incontinence. The doctor injected more implant material and then patient started passing chunks of the implant material through the urethra. Since that time, the patient has had additional surgeries to remove hard lumps of implant material and continues to pass the implant material through the bladder and is blocking the patient's urine stream. The patient is awaiting additional surgery to remove more implant material. This information was received via the FDA problem reporting program. Additional information was requested of the FDA, but was not available since the patient requested anonymity. No additional information could be provided.